Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was red, irritated and inflamed. The patient visited the emergency room (ER) where was prescribed antibiotics (amoxicillin / clavulanic acid 500 mg) to be taken 3x daily for 7 days, (ibuprofen 300 mg) up to 3 times per day maximum and advised to clean the wound a couple of times a day.